Event description:
Healthcare provider office called to report a possible bilateral rupture and firmness. Healthcare provider stated there was a high resolution ultrasound done and the physician noted possible "extracellular gel" or blood. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare provider office called to report a possible bilateral rupture and firmness. Healthcare provider stated there was a high-resolution ultrasound done and the physician noted possible "extracellular gel" or blood. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ bleeding: unable to observe as it is not related to the device. As per the investigation procedures wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider office called to report a possible bilateral rupture and firmness. Healthcare provider stated there was a high-resolution ultrasound done and the physician noted possible "extracellular gel" or blood. This record is for the left side. Device has been explanted and replaced.